Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. However, the insulin pump was unable to vibrate during the self test. Unable to determine the root cause due to device preservation. The insulin pump was received with no battery installed. It was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked belt clip slot. Data analysis: there was no data listed for the date of (B)(6) 2015 due to pump being received without a battery installed.

Event description:
It was reported that the customer passed away on (B)(6) 2015, at a rehabilitation center. The cause of death was complications from three strokes and pneumonia. The customer as hospitalized on (B)(6) 2015. The caller stated that originally, the customer went to the hospital for gangrene from a cut that was not taken care of. The customer also had heart disease and had a bypass. The caller did not know the customer's blood glucose at the time of death. The customer was not wearing the insulin pump at the time of death; it had been removed on (B)(6) 2015 due to illness also, because, the caller stated that, the hospital did not allow the customer to wear the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.